Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regard to a patient receiving pain pump therapy. The pump was implanted on (B)(6) 2015, and had not yet been filled. The patient's first fill appointment was scheduled for (B)(6) 2015. After implant surgery, the patient noticed the pump was tented up, and has a tented appearance to it. Where the catheter is placed, it sticks out. The patient noted it was about a half inch or so. The patient inquired if the pump was round. When the patient bumps up against it, it was painful. The drug information, other medications, medical history, troubleshooting, interventions, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.